Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Door ajar failure (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4). Lab observations (condition of unit as received): the module was received in good condition. Investigation summary: asm check-in test sequence did not confirm failure mode. Inspection of circuit did not uncover any abnormalities. Event log does not show any door ajar issue. Conclusion: nff, no failure found. Insufficient info. Rework: none. Disposition: route to service for normal process. (B)(4). Amended investigation summary: lvp returned to ops tech on the 29th. Same code issue reported by service tech. Ops lab tech lacked understanding of actual failure mode. Was told failure occurred during accuracy rate test. It was also pointed out, that the door open transmitter and sensor in the ail is not assembled correctly. It's not flush to the surface of the housing, therefore, the angle of reflection to the sear is not refracted 100% to the target. Conclusion: comments in brackets below are to be red-lined out. [Back-up cpu error in effect. Surprising no error logged in the error log, on the first error.] Updated conclusion root-cause: ail mfg defect, mis-alignment of the door/open sensor.